Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor had a ligamax 5mm that did not fire. Used another device to complete the procedure.

Manufacturer narrative:
(B)(4): information was not provided by the initial contact. Additional information: which firing of the device did this event occur on? Initial firing. What vessel or structure was the device fired on at the time of the event? Lap chole. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Yes - noticed after firing that the clip, the distal tip/ends had inverted outwards - like this =<. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws open and close as intended. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.